Manufacturer narrative:
Device evaluated by MFR: pending evaluation . Concomitant medical products: 320-15-05, (B)(4)- eq rev locking screw. 320-15-03, (B)(4)- rs glenoid plate post aug, 8 deg, left. 300-01-13, (B)(4)- equinoxe, humeral stem primary, press fit 13mm. 320-20-00, (B)(4)- eq reverse torque defining screw kit. 320-10-00, (B)(4)- equinoxe reverse tray adapter plate tray +0. 320-38-00, (B)(4)- equinoxe reverse 38mm humeral liner +0.

Event description:
As reported, approximately 1 month post op the initial left tsa, this 81 y/o female patient was revised due a periprosthetic fracture. Patient was last known to be in stable condition following the event. Product is not returning, it was disposed of by hospital.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the shoulder revision due to periprosthetic fracture cannot be conclusively determined; however, it is most likely related to patient condition and a trauma of falling onto the affected side. Section h11: *the following sections have corrected information: (b5) describe event or problem: as reported, approximately 1 month post op the initial left tsa, this 81 y/o female patient was revised due a periprosthetic fracture. Patient was last known to be in stable condition following the event. Product is not returning, it was disposed of by hospital. New information received on 29 sep 2022: "this patient had falling onto the effected side and did suffer from osteoporosis." No additional information.

Event description:
As reported, approximately 1 month post op the initial left tsa, this 81 y/o female patient was revised due a periprosthetic fracture. Patient was last known to be in stable condition following the event. Product is not returning, it was disposed of by hospital. New information received on 29 sep 2022: "this patient had falling onto the effected side and did suffer from osteoporosis." No additional information.